Event description:
Reportable based on device analysis completed on 26june2025. It was reported that visualization issues occurred. A target lesion with more than 70% stenosis was located in the mildly tortuous left anterior descending (lad) artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter could not show the image. The procedure was completed with another of same device. The patient condition following the procedure was stable. However, device analysis revealed that the imaging window and imaging core were twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window and imaging core were twisted, and the imaging window was also torn. Impedance testing showed an electrical open at the proximal end of the catheter; 130-140cm from the distal housing. Media provided by the client showed no image.